Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhering to the device. As the foreign material was not on the external surface of the device, it could not be removed by reprocessing. The type of material or root cause was not was not identified. Additionally, the glue on the device peeled off due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, etc. As a result, humidity may have invaded the lens which lead to corrosion. A definitive root cause cannot be determined. The suggested event is detectable by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was observed during the device inspection, the inside of the light guide lens of the duodenovideoscope contained foreign material. There were no reports of patient involvement.